Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: contracture grade unknown. The following reported event(s) is a/are physiological complication(s), and device analysis typically does not help allergan determine the cause: capsular contracture grade unknown. Clarification to partial date of occurrence b3: "3 months after implant surgery" was provided.

Event description:
Patient reported "discomfort, stabbing pain, and a hardened breast, especially in the lower part of the breast". Healthcare professional reported "a possible contracture". This record is for left side. Device remains implanted.